Manufacturer narrative:
The device has not returned but is anticipated. An investigation will be performed once received.

Event description:
The customer reports that their terminal server continuously reboots. There was no report of any pt harm caused by the reported events. The customer did not provide any pt's info.